Event description:
It was reported that the ins8902 accudrain laser level had the (clip punch that holds the level to the ventricular drain) pins break off and could not be attached. The nurse manager of the intensive care unit feels that this is "unsafe". Although the problem was found prior to the use of the level the nurses are "rigging" the lever onto the accudrain. This is "unsafe" because there is the possibility of the nurse not putting the level at the appropriate height and getting inaccurate readings or drainage.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.